Event description:
It was reported that the patient with this pacemaker device had lightheadedness and discomfort. The thresholds were higher than the implant values. The patient had a holter monitor, which showed loss of capture (loc). Technical services (ts) reviewed and stated that this right ventricular (rv) lead impedances appeared to be from the high 600 ohms to high 800 ohms with a few spikes in the 900 ohms, still within the normal range. The health care professional (hcp) stated that there was noise on the rv lead and adjustments were made. During the last office visit, there was no noise observed. Technical services (ts) discussed programming options. And plan was to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.